Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident. A customer informed to technical support specialist (tss) that issue was resolved by field service technician.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.